Manufacturer narrative:
This report is being supplemented to provide additional information based on the review the device evaluation and the complaint investigation. Updated field(s): d8, h3, h6, h11. Corrected fields(s) h6: (health effect: clinical code e2402 was changed to e2403). The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from customer.

Event description:
It was reported that the subject device failed the bacteria test of the channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.